Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia and was shocked several times to regain vitals. The patient also went into atrial fibrillation and the impella pump speed level was increased to help compensate for loss of cardiac output. The patient remained on support.